Event description:
It was reported by service report that the foot section was bent and does not lock and unlock properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot section assembly.